Event description:
Physician believed catheter was leaking, radiologist misread the x-ray and didn't notice catheter was plugged or kinked. Hosp administered medication. Approx 1/2 hr later pt went to hosp ER due to chest pain. An x-ray was taken. Catheter appeared to have moved; pt may have an infection. Next day family physician reviewed x-rays and decided that the catheter had broken and a piece was lodged in the right ventricle. Heart surgery required to remove catheter fragment. Hosp says problem due to defective catheters, it should not have kinked or plugged.